Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation and spoke with the pt/layperson on 6/15/09 regarding an alleged error 1 complaint. The pt clarified and supplied additional info. The pt woke up at night on (B) (6) 2009 "confused and in a pool of sweat". To "verify the symptoms", the pt tested on his onetouch ultralink meter, obtaining an error 1 prompt. The pt self treated with food and called customer service for assistance. There is no indication the lifescan product contributed to injury since the pt's symptoms started before the alleged issue began (not after as originally documented) and the pt stated it was not due to the product. Because the alleged issue was not resolved, the complaint is reported and the cca replaced the meter and test strips.